Event description:
Surgeon reported that he has revised 5 bojarb alto prostheses. The surgeon reported that pts with perfect hearing began to complain of a tinny sound and some had abnormal tissue growth. The prostheses were revised. This is the third of five medwatch reports to be filed regarding this report. If add'l info is received, it will be evaluated for a follow-up report.